Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for implant procedure. During surgery, the right ventricular (rv) lead exhibited high pacing impedance due to a suspected conductor fracture. A different rv lead was used to complete the procedure. The patient status was unknown.